Event description:
The manufacturer received information alleging broken near ac port and a ventilator service required alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging broken near ac port and a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and preventative maintenance. The error log was checked and errors were found on the device, but no errors found that are considered reportable malfunctions. The main housing and inlet side panel were replaced, due to being broken, to address the issue of broken near ac port. Additional parts replaced as part of preventative maintenance due to parts being found to be broken and some parts were found to have a sticky yellow residue.